Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the event occurred due to a defect of the led unit. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with a similar device without delay. The patient was not under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer:

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; an error e105 and e107 occurred due to a light emitting diode (led) malfunction. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite ii video system center had a lamp error. The issue was found during preparation for use. There were no reports of patient harm.